Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleged illnesses due to the recalled unit. There was no report of serious patient harm or injury. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the device was found to operate and alarm as designed. The manufacturer's product investigation laboratory (pil) reviewed the event log from the device as received. The log shows no major equipment related failure alarms during time of complaint. The pil visually inspected the trilogy100 ventilator for obvious defects and found none. The pil checked the end of flow sensor assembly for debris and found none. The pil removed the rear air path assembly to inspect the foam inserts and the foam showed no signs of degradation. The device did fail test steps during testing, however, these test steps would not contribute to therapy failure. The manufacturer concludes that the device operated and alarmed as designed and no foam degradation was observed.